Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient began to experience symptoms of joint pain, weakness and numbness in extremities, bodily inflammation, fatigue, neck and shoulder pain, and swollen lymph nodes. Additionally, the patient was positive after an anti-nuclear antibody test, had elevated creatinine, and was diagnosed with lupus. As a result, the patient underwent bilateral removal and without replacement on (B)(6) 2022. After explantation it was observed that the implants each had a blue granule substance within it. The root cause of the patient¿s symptoms is unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from binita ashar, m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). Refer to manufacturing report number 1645337-2022-05320 for the contralateral event.